Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was returned broken with pieces missing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the device found that the device was fractured on the anterior portion of the post. The small fragment from the post was not returned for further review. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product. The root cause is considered to be a previously addressed design issue.